Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported customer received a blood glucose reading over 500 mg/dl twice; injected 40 units of insulin based on the result and went to bed. Caller stated customer was shivering and behaving strangely, tested with a reading of 180 mg/dl; customer was unresponsive so ambulance was called. Customer's feelings did not match reading. Caller reported emergency doctor tested customer blood glucose with a reading of 19 mg/dl; exact treatment was unknown. Test strip cassette was discarded. Requested return of the alleged meter for evaluation.